Event description:
Event was reported to caldera medical by an attorney. The patient has experienced stress incontinence, urge incontinence, and heaviness in the groin area. No further information has been provided.